Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed and not returned.

Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6).